Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6)2025, the patient was sleeping when the omnipod notified the parent that the pediatric patient's reading was low but it did not notify on the phone. The patient passed out and when the parent check the readings on the cgm it was showing signal loss. They took a bg reading which was 2.1 mmol/l. The parent sprayed glucagon in the patient´s nose. After the treatment the patient regained consciousness. The parent provided pancake and syrup to the patient and afterwards, the patient felt fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for investigation. Data review shows that the patient's estimated glucose values were within target range (74 mg/dl to 396 mg/dl) when signal loss under an hour began at 04:50 am on september 13, 2025. During signal loss, backfilled estimated glucose values (egvs) dropped below the low threshold (74 mg/dl). When signal returned at 05:30 am, the app delivered a signal loss alert (alert set to vibrate only after 40-minute delay), which was acknowledged immediately. At 05:31 am, the app delivered an urgent low alert at 13 percent volume. The urgent low alert was acknowledged at 05:33 am, which snoozed the alert for 30 minutes. At 05:50 am, the egv (96 mg/dl) returned within target range. An alert/notification settings issue was undetermined. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.